Event description:
Clinical study. It was reported that 1,489 days after a coronary drug eluting stenting treatment procedure, the pt was treated for a target vessel reintervention for angina. Target lesion 1 (12mm long) was located in the second obtuse marginal branch (om2) with 85% stenosis and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm study stent with post dilatation. Residual stenosis was 5%. The pt was discharged the next day on aspirin and clopidogrel. At 1,489 days post coronary index procedure, and during the five year follow-up, it was reported to the facility that the pt was admitted due to a one month history of burning chest pain. At 1,494 days post coronary index procedure, the pt underwent a three vessel coronary artery bypass graft (CABG) with a left internal mammary artery (lima) to the left anterior descending artery (lad), and, an radial artery graft to the obtuse marginal and a saphenous vein graft to the right posterior descending artery (r-pda). The pt was discharged on five days later with the discharge medication of aspirin. In the opinion of the physician, the device was unrelated to the event. In august 2007, the clinical events committee adjudicated that the relationship was indistinguishable from the study stent/procedure.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device was not returned, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.